Event description:
A customer observed negatively biased tsh results on a customer vitros ec system using total thyroid control level 1. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.